Manufacturer narrative:
Section b3: event date is estimated. It was reported to abbott, a patient was scheduled to have their ipg replaced. The end-of-life message was observed on the patient controller. Surgery took place where the ipg was replaced without complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient's ipg had reached end of life. Surgical intervention was undertaken on (B)(6) 2024 wherein the patient's scs ipg was explanted, replaced, and therapy was restored.